Event description:
It was reported that there were short interval counts which could indicate oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of interference/noise. 1070 ventricular sensing integrity counts were recorded in the last 112 days, an average of 9.6/day. Analysis also revealed that there were no sensing anomalies found. No short v-v cycle episodes (less than 220ms period) were noted on this record.